Event description:
A report was received that the patient had difficulty charging her ipg. The patient underwent a pocket revision to make the pocket more shallow. After the surgery, the patient was reportedly doing well.

Manufacturer narrative:
Patient weight not available. Device remains in patient. This is a final report.